Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 1/04/2017 with the following findings: a review of the pump¿s black box data showed multiple "cs 052/cs 054" call service alarms observed after a pump reboot event on (B)(6) 2016. A loss of power issue was not duplicated during testing. During visual inspection of the pump, it was observed that the battery compartment was cracked. The pump was opened and no defect was found. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.